Event description:
A report was received that the patient¿s device was turning on and off. The physician suspected that the ipg was damaged when it was turned off by a large magnet. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and that the physician suspected device malfunction. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint the stimulator was turning on and off was not confirmed. Device passed all testing. Device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s device was turning on and off. The physician suspected that the ipg was damaged when it was turned off by a large magnet. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.